Event description:
It was reported that there was an increase in unspecified pressure injuries. Specific numbers, severity of injury, and treatment details have not been provided at the time of reporting.

Manufacturer narrative:
The imdrf codes have been updated to reflect the completed investigation.

Event description:
It was reported that there was an increase in unspecified pressure injuries. Specific numbers, severity of injury, and treatment details have not been provided at the time of reporting.